Manufacturer narrative:
The device was received for evaluation attached to a solution bag and a vial. Visual inspection did not reveal particulate matter in the vial or anywhere else in the fluid path of the setup. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device cored a vial during reconstitution. There was no patient involvement. No additional information is available.